Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported they are having issues when trying to charge implant. Caller stated they keep getting no device found (16). Caller stated once they were able to charge a little but now its back to unsuccessful communication. Caller stated they have also noticed excessive heating on the recharger which they have never felt before and clicking noise coming from the relay box. Patient services (pss) reviewed with caller that this clicking is normal. Pss walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; confirmed no device found (16) as the implant is depleted. Caller confirmed no physical damage on recharger cord/pins nor controller connector port pins . Pss had caller blow in controller port and wipe recharger pins to ensure no debris. Caller then connected recharger and confirmed no device found (16) . Pss walked caller through the passive recharge mode and caller stated the numbers were very erratic; 0-93 and that it was fluctuating and throwing out all kinds of numbers. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.